Event description:
Patient in net bed. Tech attempting to turn patient away from her to perform care. Bed was zipped except for on the side tech was performing care.two 3/8" bolts holding frame bent to approximately 45 degree angle. Bed tilted against wall. Bed fell with enough force to dent wall.bolts had to be cut and removed so bolts could be replaced and bed removed from room. Bed was taken out of service and returned to unimed. Unimed provides these beds on a rental basis. Unimed number on bed 3809. Patient was not injured.